Manufacturer narrative:
The downloaded data returned an 0x6a alarm which indicates an occlusion during run, but it cannot be conclusively determine what caused the alarm. The exposed portion of the soft cannula was found to have a tear and a leakage was observed during a leak test of the fluid path. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin or the reported bleeding. The adhesive pad was found to have blood on it, but it can not be conclusively determined it resulted in an adhesive issue. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the investigation team that a damaged cannula was found during investigation. Due to the high bg values reported that reached 512 mg/dl, this is considered reportable. No further information available. The downloaded data returned an 0x6a alarm which indicates an occlusion during run, but it cannot be conclusively determine what caused the alarm. The exposed portion of the soft cannula was found to have a tear and a leakage was observed during a leak test of the fluid path. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin or the reported bleeding. The adhesive pad was found to have blood on it, but it can not be conclusively determined it resulted in an adhesive issue.